Event description:
It was reported that a patient with intrauterine fibroma underwent a hysteroscopy. The gynecological examination using an ultrasound scan showed three fibromas of 1.5 cm, 3.5 cm, and 4 cm respectively. One was interpreted as intracavitary and two as intramural. As the patient was not immediately recommended for a hysterectomy, she was offered hysteroscopic fibroma removal for the intracavity fibroma, and a hysterectomy in the event of treatment failure. The patient was laid on a trendelenburg tilt bed during the operation. The hysterscopy found three intracavitary fibromas with diameters of 1, 2.5, and 3 cm respectively. Anesthesia was induced with ultiva and propofol, and a laryngeal mask was applied. The second time the pump stopped and the resectoscope was removed. There was a sudden drop in end-respiratory co2 from 37 to 19 mmhg was observed, plus a fall in saturation from 99% to 88% and a fall in systolic blood pressure from 95 to 70mmhg. Metaoxedrine was administered in refracted doses of 0.1 mg with a moderate effect on the blood pressure. The patient was ventilated with 100% oxygen and intubated. End-respiratory co2 and blood pressure were normalized over a period of about 10 minutes. The patient was awakened and extubated but was found to be agitated and communication could not be established, so she was sedated with dormicum. The patient was clinically edematous, with hemoglobin of 4.6 mmol/1. Pre-opertive hgb was 7.0 mmol/1. The patient was transferred to the intensive care ward where the patient woke up 1 hour later, calm and fully oreintated. During the course of the first hour on the intensive care ward, diuresis of 1,500 ml was seen, and thereafter the hemoglobin was 5.6 mmol/l. Two litres of hysteroscopy liquid were missing from the procedure, with which it is assumed that the patient was overloaded. There was no suspicion of perforation, and the operation took 20 minutes. When the patient developed symptoms, the operation was stopped. One of the fibromas was removed, but two fibromas and a small number of tissue fragments remained.